Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the calcified left anterior descending (lad) artery. A 2.25x16 mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element,mr,ous 2.25x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Proximal end of stent was damaged and bunched with stent struts lifted and pulled in a distal direction. The undamaged section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the calcified left anterior descending (lad) artery. A 2.25x16mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.